Event description:
It was reported that during the initial femur checkpoint definition screen when beginning registration on a cori ukr procedure, the screen went black and then displayed an internal error notification. When dismissing the error, the software then reverted back to the home/case info screen. "Resume operation" was selected, and the surgeon was able to re-calibrate and proceed as normal from that point on with a delay of less than 30 minutes. No other complications were reported.

Manufacturer narrative:
H3, h6: the product, ri cori, rob10024, (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a software issue. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.